Event description:
It was reported that during an implant procedure, the lead was unable to be implanted. The lead was replaced to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.